Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion alarm at infusion site on 10-jul-2024. Patient reported that blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.